Event description:
It was reported to boston scientific corp that a escape nitinol stone retrieval basket was used in a ureteroscopy procedure in 2008 (weight unk). According to the complainant, the physician lasered the stone to a removable size and closed the basket around it. While attempting to remove the basket, the basket got stuck in the ureter due to inflammation. The physician pushed the basket back into the kidney and tried to shake the stone out of the basket, but it would not come out. The physician removed the scope and basket sheath by removing the basket handle and placed a stent in the ureter, leaving the basket and stone in the pt for now. The pt was sent home to wait a week until the basket either fell out or could be removed. According to the complainant, approx one week later, the pt had the basket removed percutaneously by another specialist.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event. Three possible lots have been identified for the device: 9626146, 9622295, and 9590920. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no add'l complaints have been recorded for these lots. The feb 2008 15-month escape prod family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The trending for ar code basket failed / unable to retract was reviewed: no adverse trend was noted. Based on the event info, the root cause for this complaint is that the stone was too large to be removed.